Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and a surgical sealant was used. When the patient came back to have staples removed, there was a seroma brewing under the sealant. The incision was opened, pus came out and the patient was placed on antibiotics. Additional information has been requested.

Manufacturer narrative:
(B)(4) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.